Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to device would not inflate or deflate. A new spectra concealable penile prosthesis (spp) was implanted. The patient is doing good and no patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.